Event description:
It was reported that the atrial lead had no capture or sensing of r-waves after implant. The lead had dislodged and was attached to the septum in the ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri implantable pacing lead, (B)(6) 2013; 3058 urinary implantable pulse generator (ipg), (B)(6) 2011; 3888 interstim lead, (B)(6) 2011. (B)(4).